Event description:
It was reported that the 3.0 x 18 xience stent delivery system (sds) became stuck in the 6 french non abbott guiding catheter after the xience was deployed at 20 atmospheres in the heavily thrombosed proximal right coronary (prca) artery requiring removal of the xience sds, guiding catheter, and the non abbott guide wire as a single unit. The patient came in with an st elevation myocardial infarction. The thrombus in the prca was aspirated and the lesion was predilated. There was good result with the 3.0 x 18 xience post deployment; however, although the xience sds was fully deflated, the physician admits that he should have waited a little longer before pulling back on the sds post deployment. It is surmised that the sds balloon did not fully rewrap. Another guide wire was inserted and the prca was post dilated with a 3.5 x 15 nc voyager. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.5 x 15 nc voyager; guide wire: choice pt extra support; guide cath: 6 french medtronic jr4 short tip. The device was received. Investigation is not yet complete. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the balloon and contrast in the inflation lumen and loosely folded balloon, which is consistent with preparation, the sds advanced into the patient anatomy, the balloon inflated and the stent deployed. The distal balloon taper was bunched. The sds was returned in a competitor's guiding catheter. Difficulty removing the sds post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. The inner diameter of the non-abbott guiding catheter was measured with pin gauges. The inner diameter was .070 inches. The overall length of the sds was measured and met manufacturing criteria. The sds was removed from the guiding catheter with no resistance noted. A new indeflator was used to pressurize the sds to the rated burst pressure (rbp) of 16 atmospheres (atm), and the balloon inflated with no anomalies noted. The deflation times were measured and met manufacturing criteria. Analysis noted that the distal balloon taper was bunched which was likely a result of the attempts to remove the balloon from the stent post deployment as there was no damage noted to the balloon prior to use. It is possible the balloon was not completely deflated prior to the attempts to remove the sds; however, this could not be confirmed. It was reported the xience v sds was pressurized to 20 atm, which is above the rbp. It should be noted the instructions for use (IFU) states: do not exceed rated burst pressure (rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. The stent inner diameter should approximate 1.1 times the reference diameter of the vessel. In this case, it is possible the over inflation of the balloon contributed to the reported balloon refold issues; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the reported difficulty removing the sds post deployment could not be determined; however, the bunched balloon appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all balloons are visually inspected for proper fold configuration and stents are checked for proper strut dimensions and stent damage. A sampling of units is also destructively tested to verify proper balloon deflation and proper stent deployment.